Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported during 'the last week of august', the alleged issue occurred. The patient reported using self adjusting insulin (type and dose unknown) to manage her diabetes. The patient reported she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 weeks prior to contacting lfs, she developed symptoms of feeling ''very thirsty, wanted to eat a lot and frequent urination.'' The patient reported on (B)(6) 2012 at 3:15pm, she was seen in for a doctor's office appointment but denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting, the cca determined the subject meter's battery needed to be replaced, however the patient did not have a new battery available. The cca noted this was not the first time the meter had been used, and there was no misuse of the meter. The cca was unable to assist the patient in a retest due to the patient not having testing supplies available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, she developed symptoms suggestive of hyperglycemia.